Manufacturer narrative:
A ge rep evaluated the system and disconnected and reconnected the system. The system operates as intended.

Event description:
The customer reported, the system stopped working during a catheterization procedure. No pt injury was reported.